Manufacturer narrative:
Further testing was performed with the patient sample and the customer's positive rubella igg result was considered to be correct.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable igg antibodies to rubella virus (rubella igg) result for one patient sample. The initial result was 38.39 iu/ml (positive). The sample was tested on an access analyzer (beckman coulter) and the result was negative. The sample was also tested in an external reference laboratory for "avidity rube igg test" on (B)(6) 2015. The result of the avidity test was "not possible" because the level of anti-rubella antibodies was lower than expected. The customer reported the initial result out of the lab because they were convinced that the result was correct. The patient was not adversely affected. The reagent lot number was 178523 with an expiration date of 05/30/2015. Sample from the patient was submitted for investigation and the customer's positive result was confirmed. It was determined there was no reagent specific issue and the reagent was performing within specification.